Event description:
Patient was seen in office on (B)(6) 2016 with pain at the incision site. On (B)(6) 2016 patient called office stating she "can feel something pointy" at incision site and on (B)(6) 2016 patient was seen in office with recurring urinary tract infection (uti). Patient stated she felt stimulation in vagina but that she has pain at the incision site and shoots down leg occasionally. Patient could not tolerate the impedance test at .05 with pain at battery site. Patent did have wound infection at incision site that was treated with antibiotics on (B)(6) 2015. Nothing else reported .impedance and battery checked on (B)(6) 2016 with no issues. Patient was seen on, (B)(6) in office. As mentioned above, office tried to interrogate battery and lead on (B)(6) but patient could not tolerate. Battery was currently off. Patient has followed up on (B)(6) 2016 with possible explant to be scheduled. It was noted that the issue was not resolved at the time of this report. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
It was reported that patient started having pain at pocket site and that it appeared that some sutures were working themselves out of that area. Representative stated there was concern about possible infection but this was not the case and this pain has since resolved and patient stated that the pain was "remarkably better" now. Patient was being seen in clinic on the day of this call. The device did not have a magnetic reed switch. There were unable to complete therapy z due to patient discomfort. Perform electrode impedance test at defaults. Increase and re-run as needed. Record results: unable to complete electrode impedance today due to patient discomfort. Patient sensitive to impedances checks and on (B)(6) during clinic visit, impedance check at default settings had to be abandoned because patient had painful sensation in vaginal area. Patient has been using program at 0.7 v so patient may be sensitive to stimulation due to lower amplitude being used. Today, tried to conduct electrode impedance at 0.3 but this was uncomfortable; tried to run group z during call to check battery capacity but it was abandoned 1/2 ways through as patient was uncomfortable - discomfort was tolerable but rep decided to abandon rest of impedance measurement. Longevity came up as 28-48 months with 29-51% of ins used. Stimulation was working well for patient when stim was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.